Event description:
The customer reported being admitted in the intensive care unit with high blood glucose of 700 for a day or two and was treated with an insulin drip. The customer mentioned having a lot of medical issues, and she could not lower down her glucose level. Offered to troubleshoot the device and the customer stated that everything was fine. Advised the customer to call back for any issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.